Event description:
This is to request that you start an in-depth investigation into the reliability and possible counterfeit product proliferation in the stores and other low priced product stores, of blood pressure and diabetic measuring products of the brand reli-on. My father died of diabetes complications and thanks be to god, I do not have the disease but I must monitor my blood pressure, plus do exercise and observe a healthy lifestyle. His devices were provided by prescription and not filled at stores. I bought a blood pressure measuring device at store for my own house, which was defective. I wrote the company regarding the mal-function and my letter and emails were ignored. Because of my father's untimely demise and the fact that we used these devices for him and the last year before he died, we constantly had to take him to the hospital, I would like to know if these devices had anything to do with the fact that even though my stepmother was very diligent in monitoring his blood pressure and blood sugar (with the needle measuring devices). The fact that these devices are mass produced in another country, a country that abuses workers, making children work long hours, etc, resulting in a large percentage of unreliable and defective products makes me wonder what motivates and why all these large corporations can be so greedy as to not care that they are literally causing millions of deaths in the us and the world at large. They just ignore us.